Event description:
The rptr did back to back blood glucose testing and got results of 126, 160 and 165 mg/dl. Tests were done with mins, using different strips and fingersticks. He did not have any symptoms. A control solution test was in range 110 (80-127).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8